Event description:
It was reported that the left ventricular (lv) lead had no capture and thresholds were high/unstable/unmeasurable. It was noted that the lead had not been used since 2005. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, lead, implanted: (B)(6) 2004; 5071-53, lead, implanted: (B)(6) 2005. (B)(4).